Event description:
A malfunction labeled as malf 12 was reported by the customer, who did not experience any notable events prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with the reset. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump with instructions to contact support if issues recur.